Event description:
It was reported the patient had an increased recharge burden. The patient stated error messages were received, but did not know the specific messages. The parameters were calculated, and the patient did not appear to be charging more than expected. A replacement charging system was provided to the patient which initially resolved the issue. However, the patient which initially resolved the issue. However, the patient again reported an increased recharge burden and based on the parameters, it appears the patient may be charging more than expected. Follow-up identified the physician planned to undertake surgical intervention to replace the ipg at a future date.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.